Event description:
The user facility reported that after a patient procedure was completed and hospital personnel were cleaning the table, smoke emitted from the bottom of the surgical table; no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the power supply circuit board and terminal boards were melted. The technician also noted that the wiring harness connected to the terminal board, the cable harness connected to the override switch insulation, and the middle plastic cover were also damaged. The technician replaced the parts and returned the table to service; no further issues have been reported with the equipment. Steris engineering evaluated the returned parts and found evidence of fluid intrusion on electrical components due to the stainless steel cover was not making proper contact with the plastic cover, allowing fluid to ingress. The lack of proper contact is attributed to impact damage and/or force or pressure exerted on the cover area by user facility personnel. The surgical table is not under steris maintenance contract and the user facility has not performed preventive maintenance on the surgical table as required in the equipment operator manual. The operator manual states (pp.1-3): "warning- personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Failure to perform periodic inspections of the table could result in serious injury or equipment damage." The steris service technician counseled the biomedical department on preventive maintenance requirements for the cmax surgical table.